Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of a heavily scarred and calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the patient common femoral artery was heavily scarred and calcified, which may have been a contributing factor. The proglide device instructions for use state under special patient populations section that the safety and effectiveness of proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.